Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), a spark was seen and popping was heard from electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, a3a, b5. The onestep CPR complete electrodes were returned with the pads adhered face-to-face, limiting evaluation. After separation, the electrodes passed defibrillation testing. Inspection of the anterior pad identified findings consistent with poor coupling and a potential air pocket formation while attached to the patient. No clinical data or images were provided for correlation or confirmation. The instruction for use (IFU) specify proper application technique to avoid trapping air between the gel and skin. The customer report was not duplicated. The electrodes were discarded following investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a 50-year-old male patient, a spark was seen and popping was heard from electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.